Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) states that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured.

Event description:
It was reported that an angio-seal was selected for use. The physician believes that the anchor went subintimal on the posterior side of the artery and restricted blood flow through the artery. The pt went to surgery. The angio-seal was removed and the pt is recovering and doing fine. Add'l info was not available.